Event description:
It was reported that the patient received inappropriate therapy for fine atrial fibrillation with rapid ventricular response. No programming changes will be made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.